Manufacturer narrative:
(B)(4). S/w versions 4.11d. Retainer ring - clear. Customers returned pump for an alleged low bg found on (B)(6) 2019. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test and test p-cap locks into the reservoir compartment. No unexpected alarms occurred during testing. Pump was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, stained keypad overlay, cracked keypad overlay and minor scratches on lcd window. In summary customers alleged low bg is unable to be confirmed. Pump passed full dry test as well as displacement accuracy test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had low blood glucose level of 49 mg/dl. Customer declined troubleshooting for low blood glucose level. Customer will discontinue use of the device.